Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a patient experienced dysphagia symptoms leading to linx device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013. Patient experienced dysphagia beginning 7 days post implant described as mild. Gastroesophageal balloon dilation attempted before explant, but did not alleviate symptoms. Uneventful device explant on (B)(6) 2014. Devic found in the correct position and geometry. Patient dysphagia reported as resolved and patient well on (B)(6) 2014.